Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) output connected and knobs needed replacing. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors, and the control knobs were missing. It was also indicated that the hanger was broken. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.